Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) procedure, balloon detachment occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous left superficial femoral artery (sfa). There was no resistance encountered when removing the 4.00mm/1.5cm/140cm small peripheral cutting balloon device from packaging. The resistance was encountered upon removal of the device from its protective ring. All air was removed from the balloon prior to attempting removal of balloon protector. When the balloon protector was removed using a straight force, the balloon became detached from the shaft. The device was not used on the patient and the procedure was completed with another same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination confirmed a complete balloon detach. The balloon had detached from the catheter at the distal bond and the proximal bond. The distal section of the inner lumen was stretched which resulted in the markerbands moving freely. The balloon section was analyzed which identified no issues with the tip, balloon material, or blades. All blades were present and fully bonded to the balloon. There was no damage to the remaining shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) procedure, balloon detachment occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous left superficial femoral artery (sfa). There was no resistance encountered when removing the 4.00mm/1.5cm/140cm small peripheral cutting balloon device from packaging. The resistance was encountered upon removal of the device from its protective ring. All air was removed from the balloon prior to attempting removal of balloon protector. When the balloon protector was removed using a straight force, the balloon became detached from the shaft. The device was not used on the patient and the procedure was completed with another same device. No patient complications were reported and the patient¿s status is good.